Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with the lead exhibiting low impedance, oversensing, the lead was fractured. It was decided that the patient no longer required the device, the system was explanted. No additional information was available.